Event description:
As reported from our russian affiliate, a 23mm sapien xt valve was positioned 50:50 across the annulus but it landed slightly too aortic, which resulted in moderate (2-3+) paravalvular leak (pvl). An additional valve was implanted with ¿3ml reduced volume¿ to reduce the pvl. After deployment of a second valve (sapien xt 26mm), the pvl resolved and patient was doing well. As reported, the patient had a pre-existing hancock ii 25mm valve in aortic position.

Manufacturer narrative:
3 short video clips with the cine images were provided. Tee images were not received. Observations: 1st video clip: there is a hancock valve (25mm per report) implanted in the aortic position. The video shows the deployment of the 23mm xt valve in the hancock valve. 23mm xt valve size is appropriate. Good coaxial alignment. 2nd video clip: the 23mm xt valve was implanted in the correct position. From the injection of contrast it is not possible to confirm that the regurgitation grade is 2-3, as reported, due contrast dilution and the eccentric position of the guidewire, interfering with the movement of the xt leaflets. 3rd video clip the next image shows a 26mm xt valve already implanted inside the 23mm sapien xt valve. The stent frame of the 26mm xt valve looks under-expanded. The grade of the ai post deployment of the 26mm xt valve cannot be assessed as post deployment contrast injection images were not provided. Impressions: in this case the 26mm sapien xt was a hazardous choice, because the internal diameter in hancock ii 25mm is 20.5mm. Edwards does not recommend the implantation of a 26mm xt valve in a 23mm xt valve, because it reduces the effective orifice area (eoa) and can create aortic stenosis. Per the sapien xt valve instructions for use (IFU) and the thv training guide, paravalvular leak (pvl) is a known potential complication associated with the tavr procedure. Pvl can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, deployment of the sapien xt valve is not currently indicated in a previously implanted aortic surgical bioprosthetic valve; therefore the labeling does not instruct the operator how to position the sapien xt valve in this scenario. The exact cause of the event could not be confirmed; however, per report, heavy calcified leaflets of the existing aortic bioprosthesis valve (hancock) could have caused or contributed to the slight malpositioning of the valve and resulting pvl. This event was resolved with implantation of a second valve in a more ventricular position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.